Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A laser procedure was performed four days after the surgery. In a follow-up, the surgeon reports the outcome of the event for the patient as "good" and that in his opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/18/2009 and 02/23/2009 by phone, fax and mail. A completed questionnaire was received on 02/24/2009.